Event description:
Allegedly, after firing the device, it was difficult to remove. Surgeon allegedly cut the rectum and the removed the instrument and the anvil.re-anastomosed with a different device. Colectomy.